Event description:
The provider stated the upper right side personal back mounting hardware that secures the back of the chair, broke. The other brackets were ok and kept the back of the chair firmly.